Event description:
Initial ((B)(6) 2018): this reportable incident received via e-mail refers to a female consumer who used the compound w freeze off plantar spray to treat an unknown indication. On an unreported date, the consumer attempted to use the device for the 4th application when the device caught on fire. Device did not malfunction during prior uses. Storage conditions are unknown however consumer stated they used the device as directed. No injuries were reported. The company obtained pictures from the consumer and issued a refund. (B)(6) version (B)(4). Expectedness: device catching fire: unexpected. According to the company reference safety information. Arisg number: (B)(4).